Event description:
Initial reporter indicated that the pt went to the or for surgery to have their generator replaced for end of battery life. High impedance on a systems test was noted in the or after replacement of the generator. The pt was scheduled at a later date for lead and generator replacement surgery. No lead break was visualized on films reviewed by the surgeon preop or documented seen in the or. It was noted preop the pt's lead was seen to be protruding laterally. There was no report of a fall or injury preceding the high impedance event. Device malfunction is the suspected cause of the high impedance event. The explanted product will not be returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.